Event description:
In 2005, the patient was implanted with three gore aortic extender components. At approximately one month later, the patient suffered anoxic brain injury due to cardiac arrest. The family consented to remove the patient from ventilation, and the patient expired. No further information will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to cardiac arrest and death.